Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unit was not returned for evaluation/service. DHR review. Part number: 284002. Supplier lot number: e23a20652. Release to warehouse date: 06/18/2014. Manufacturing date: 06/01/2014 expiration date: n/a. Supplier: (B)(4). Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that prior to an ankle arthroscopy an fms vue pump was not priming properly and the barrel was overfilling. No delay in surgery. Patient not affected, no adverse event.